Manufacturer narrative:
Concomitant product: 5076 lead implanted (B)(6) 2001. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting unstable and variable thresholds. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead was explanted and replaced as the rv and ra leads had adhered to one another. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.